Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the electronic patient event file and verified that the device powered off inappropriately twice, during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off twice during a patient event. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, the customer has not responded with the additional information requested.

Manufacturer narrative:
Physio-control further evaluated the customer's device and could not duplicate the reported issue. Physio downloaded the device's electronic records and was able to verify the device powered itself off twice during patient use. After completing other unrelated repairs, physio-control observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.